Event description:
It was reported that there was a lead integrity alarm that occurred four times. The patient then had a lead revision procedure where the lead was re-implanted. Ten days later, the patient received an unnecessary shock from the lead. The physician suspected the event was related to a lead malfunction or pacemaker¿s connection malfunction. It was noted that the patient then received another unnecessary shock. The patient then had a replacement operation where the pacemaker was explanted and replaced. It was noted that the original lead was not explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.